Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed and device not detected on bus. User tried restarting and recovering failed storage space. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6.1 and 6.2 pyxibus module control bord and drawer control board was faulty. A field service engineer (fse) found drawer 6.1 and 6.2 was failed and not detected on bus. Alos found there was no lights on any of the control boards then, the fse replaced pmc board and two drawer control boards to resolve the issue. Fse configured the drawer successfully. The system functioned as intended after the field service engineer repaired the device.